Event description:
It was reported that the patient experienced a possible return of symptoms. It was noted that the patient had chronic urinary-tract infections (uti's) and had difficulty urinating. It was unknown if the patient's implantable neurostimulator (ins) was working. It was planned that the patient was to meet with her physician in regards to her device and symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-33 lot#: v068870 serial#: implanted: 2008 (B)(6), explanted: product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: programmer, patient. (B)(4).